Manufacturer narrative:
The cause for the reactive hbsag results, confirmed with advia centaur xp hbsag confirmatory testing is unknown. Quality control was run and within acceptable ranges limits. The patient samples are not available for further investigation by siemens. No conclusion can be drawn. The hbsag confirmatory instruction for use (IFU) under the interpretation of results section states the following: "for diagnostic purposes and to differentiate between acute and chronic hbv infection, the detection of hbsag should be correlated with patient clinical information and other hbv serological markers. It is recognized that current methods for detection of hepatitis b surface antigen may not detect all potentially infected individuals. A false reactive hbsag test result or invalid confirmatory result does not exclude the possibility of exposure to or infection with hepatitis b." The hbsag instruction for use (IFU) under the limitation section states the following: "for diagnostic purposes, the advia centaur hbsag test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Confirmed false reactive advia centaur xp hbsag results were obtained on a patient when tested initially and approximately 3 months later. In both instances, the physician questioned the results. The patient's initial sample was tested for hbcm, hbct and retested on another advia centaur system for hbsag and the results were all non-reactive. Follow up advia centaur xp hbsag testing was performed approximately three months later, and the advia centaur xp hbsag result was confirmed reactive. The physician questioned the result and informed the customer that the patient had been tested at an alternate hospital laboratory and the hbsag result was non-reactive. The customer did not know the hbsag test method that was utilized at the alternate hospital laboratory. There was no known report of patient treatment being prescribed or altered and no report of adverse health consequences due to the confirmed advia centaur xp hbsag confirmatory results.